Event description:
It was reported the pump had been alarming for about 1.5 years even though the pump should have completely ended service in 2012. It was reported there had been no medication in the pump for about 1.5 years. It was noted the device was set to be replaced 1.5 years ago, but when they went to replace the device the patient had an open wound on his back from another surgery so the doctor would not touch him. It was also reported the patient heard the alarm recently and it was three beeps. The patient was living in a home for patients on ventilators and wanted to have a manufacturer representative come out to look at it. The drug in the pump was unknown. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l82369, implanted: (B)(6) 2000, product type: catheter. (B)(4).